Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer changed the infusion set and cartridge and delivered a bolus via the pump to address the high blood glucose and occlusion alarms.